Event description:
According to the information, the implant deflated. The sales representative indicated that the device was implanted for a time & shortly after device appeared to have deflated. Hospital staff thought the device came pre-filled.

Manufacturer narrative:
An evaluation is pending, the decontamination of the component(s). An evaluation will be forwarded upon completion.